Event description:
On (B)(6) 2014, during an infra-renal graft implant procedure on a male pt, when the device was introduced in the femoral artery it was streaming from hub and sheath connection. It seemed as though it was not sealed. The physician did an angiogram and replaced with a main body graft and completed the procedure successfully. The sheath was in only temporarily. No harm to the pt, and no additional procedures or intervention was required due to this occurrence. The pt lost approximately 10cc's of blood, no transfusion required.

Manufacturer narrative:
The complaint device was not returned for evaluation. A review of complaint history, review of device drawing, review of quality control (qc) procedures and a review of trends were conducted during the investigation. Final inspection procedures for the check-flo valve assembly, confirms that the appropriate check-flo assembly has been used, all findings are secure, and the check-flo disc is correctly positioned in check-flo cap. Each check-flo assembly is leak tested. The root cause of the incident could not be determined. The appropriate internal personnel have been notified of this event. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.